Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a pupil with mild mydriasis 30 days after surgery. Doctor also noticed slight pigment dispersion. The lens remains implanted. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Pigment dispersion is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).